Event description:
It was reported when using the d vacutainer® multiple sample luer adapter, the non-patient end sleeve of one device became stuck in a blood collection tube. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd received one (1) photo for investigation. The customer's photo displays the sleeve of the luer adapter detached from the device and trapped in the stopper of a non-bd tube. However, the competitor containment device (blood collection tube) design is not as robust as the bd tubes which have a soft rubber stopper closure material that does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through the stopper material. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Other stopper designs can trap the sleeve, causing it to pull off, exposing the non-patient (np) needle. Therefore, this complaint cannot be confirmed based on the customer photo provided. A total of 10 retained samples were subjected to functional tests, using 30 tubes per needle. All the samples passed the testing as there was no evidence of side pierced sleeves, poor sleeve recovery, leakage, or sleeve fall off during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter facility name:(B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the d vacutainer® multiple sample luer adapter, the non-patient end sleeve of one device became stuck in a blood collection tube. There were no health consequences or impacts reported.